Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges, causing the customer to experience an elevated blood glucose (bg) level. The customer declined to address the bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.